Event description:
It was reported that the right ventricular (rv) lead exhibited many short v-v intervals since implant. There was also a decrease in r-waves, along with some ventricular undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes, and some atrial oversensing during the at/af episodes. Follow-up with the clinic revealed that reprogramming was performed for the rv lead sensitivity, and the physician chose to monitor the leads for now. The leads remain in use. No patient complications have been reported as a r esult of this event.